Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08760 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm, drive/motor anomaly, unexpected motor noise anomaly or rewind anomaly noted during testing. The motor was tested outside of the unit and passed. Device was monitored for 1 day. No charge/battery anomaly, unexpected low battery alarm or unexpected off no power alarm noted. All buttons functions properly. No unresponsive button response or button error alarm noted. No damage noted on the keypad traces or on the keypad dome switches. Device uploaded properly using carelink. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. Additional information has been received which was not included with the initial report. The information has been provided with this report. .

Event description:
It was reported via phone call that the weight has been changed to (B)(6).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unexplained no delivery alerts, motor was loud during rewind, act and esc buttons were sticking and had frequent battery changes. The customer¿s blood glucose level was unknown. The insulin pump will not be returned for analysis.